Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring would not retract back into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c ring was slightly bent as expected. The c ring is angled to position the side branches away from the main vessel that is being harvested. No other visual defects were observed. A mechanical evaluation was conducted. The c-ring slider was able to advance and retract the c-ring without any resistance. Based upon the received condition of the device, the reported complaint for "c-ring will not retract" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring would not retract back into the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.